Manufacturer narrative:
One smiths medical cadd-legacy® pump was returned for analysis. The complaint was verified; the pump displayed error 114. Noted pwa was found corrupted and will be replaced. Based on the evidence, the root cause is unknown.

Event description:
Information was received indicating that a smiths medical cadd-legacy® pump alarms intermittently. There were no reported adverse effects.